Event description:
It was reported that an unspecified balloon became stuck in the implanted xience stent and damaged the distal end of the implanted stent, causing the implanted xience stent's struts to become bent inward. Additional ballooning was performed to fully expand the stent, and then an additional stent was implanted. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent implant remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, damage to the stent or balloon catheter. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, a sampling of units are destructively tested to verify proper stent deployment. In this case, stent delivery system (sds) and balloon catheter used were not returned for analysis which may have aided the investigation. There was no note of any damage to the stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It is possible the stent was not fully expanded, resulting in an interaction with the balloon. Further, during the manipulation attempts of the balloon catheter inside the deployed stent, the balloon may have interacted with the stent, causing damage to the stent struts. The device was not returned for analysis and a conclusive cause could not be determined for the reported difficulties. There is no indication of a product quality deficiency. The device lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported.